Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the reported symptom system error 105 caused by failed motor flex. The motor assembly was replaced.

Event description:
It was reported that a pump alarmed system error 105. It was also reported that there was no pt injury.